Event description:
Manufacturer report number: 3006705815-2023-04006. Additional information received indicates both leads were explanted and replaced due to ineffective stimulation from the leads migrating. Therapy was restored.

Manufacturer narrative:
Correction e1 initial reporter. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000123886.

Event description:
It was reported the patient is experiencing ineffective stimulation due to lead migration. X-rays confirmed the migration. Surgical intervention may take place at a later date.